Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged a day after implant. It was confirmed via x-ray and device testing. It was attempted to be repositioned, however the helix would not retract. The rv lead was difficult to place. The rv lead was explanted. No additional adverse patient effects were reported.